Event description:
A philips employee became aware of a journal article (published online 06feb2014) ¿photo ablation using the turbo-booster and excimer laser for in -stent restenosis treatment: twelve-month results from the patent study¿. The study retrospectively aimed to evaluate the performance of the turbo elite laser catheter in combination with the turbo-booster guiding catheter for the treatment of femoropopliteal in-stent restenosis (isr). A total of 90 patients were enrolled in the study beginning in september 2007. All lesions were sequentially treated with spectranetics turbo-elite laser atherectomy catheters. Procedural complications included 9 distal embolization, 2 acute stent thrombosis, 11 dissections, and at 12-month follow up, 20 patients required target lesion revascularization (tlr) and 1 target vessel revascularization (tvr) (MDR # .). Additionally, 4 patients experienced death at 12-month follow up (MDR # 3007284006-2026-00217). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 06feb2014 has been used, the date of publication. Schmidt, andrej, zeller, thomas, sievert, horst, krankenberg, hans, torsello, giovanni, stark, matthew a., scheinert, dierk. 2014. Photo ablation using the turbo-booster and excimer laser for in -stent restenosis treatment: twelve-month results from the patent study. J endovasc ther 2104;21:52-60. Https://journals.sagepub.com/doi/pdf/10.1583/13-4538r.1. This report captures the serious injuries that occurred after use of the turbo-elite device. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2) patient age - mean age 69.5±9.3 years. A3a) patient sex - 65 males, 25 females a3b-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory - specific patient/case detail was not provided. D4/h4) the lot number was not provided; thus the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from germany, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded; thus no product investigation was performed. H6) per IFU, embolism, thrombus, dissection, and re-intervention are listed as potential adverse events with use of the turbo-elite device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.